Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing on her infusion sets cut off unknowingly and she was not getting insulin. No further information available.